Event description:
It was reported that after an unspecified procedure, arteriotomy closure of a common femoral artery was attempted using perclose proglide devices. Reportedly, as the knot was advanced to the vessel, the suture broke. The device and suture were removed and the suture of a second proglide device was attempted, but as the knot was advanced to the vessel, the suture also broke. A third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.